Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial investigation indicated that the device failed labeled longevity calculation. Additionally, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected and the device failed the longevity expectation due to extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Event description:
Boston scientific received information that this device was explanted and returned for routine testing. Initial evaluation identified a potential issue with the device longevity. No adverse patient effects were reported.